Event description:
Information was received regarding a cadd cassette reservoir. It was reported that after using a pre-filled cassette for 15 hours, both pumps started giving a no disposable alarm. User switched to a new cassette and the pump was infusing remodulin without any alarms or beeping. It is unknown if there was any patient, or clinician injury associated with this occurrence. No further details provided at this time.